Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, which assisted in attempting to load a new cartridge; however, the issue persisted. As a corrective measure, technical support decided to replace the pump, and the customer will use multiple daily injections as a backup therapy in the meantime.